Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance (gpv). This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced sterile peritonitis (manifested as became unwell overnight with abdominal pain then developed cloudy pd fluid). Severity of the event was considered moderate. The patient was hospitalized due to the event. Both pd solutions were discontinued. The patient improved with discontinuation of pd solutions. Pd solution was reintroduced but it was not specified which one. It is unknown if peritonitis recurred. On (B)(6) 2010, treatment included ceftazidime (125 mg/l; ip to apd with end date (B)(6) 2010) and vancomycin (30 mg/l; ip to apd with projected end date (B)(6) 2010). Further treatment was not specified. On (B)(6) 2010, the patient recovered. Reporter causality was assessed as related to extraneal but not to physioneal.